Event description:
It was reported that prior to implant it was observed that the lead tip was stretched. It was also reported that the first coil windings were stretched. The lead was not used in the implant and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.